Event description:
It was reported that during a transcatheter aortic valve procedure involving the medtronic transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty was performed as standard practice for the implanting physician. Following initial deployment, under the cusp overlap view, the valve depth appeared to be at 3 mm on the non-coronary cusp and 5 to 6 mm on the left coronary cusp. The valve was fully released. Upon reviewing the final root shot, however, it was revealed that the valve experienced a dislodgement of approximately 15 mm into the ventricle. The dislodgment resulted in severe paravalvular leak, pulmonary artery stress, hypoxia, limited cardiac output, heart failure, and hypotension. A second valve was deployed at the proper depth, which improved the patient's cardiac output. The patient required intubation, administration of pressers and oxygen, and was transported to the intensive care unit. The event led to prolonged hospitalization. The procedure was delayed by approximately 30 minutes.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10. Additional concomitant product: product ID: medtronic cwbc30; product lot number: unknown; product type: guidewire; implant date: not implantable h6. Eval code method was added. Product analysis: the suspect valve remains in the patient; analysis of the actual device will not occur. Procedural images, including three media files and three static images, were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review and; therefore, adequate valve size could not be confirmed. A fluoroscopic inspection of the valve load was also not provided for review, thus it was not possible to validate a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the left anterior oblique view only. During valve depth assessment, there was evidence of significant movement of the valve with the depth ranging from 6-8mm on the left coronary cusp, which would suggest lack of anchoring in the annulus. The recommended target depth is 3mm relative to the valve annulus. If the implant depth is =1mm or >5mm, consider recapture. In this case, a recapture was warranted. Upon final release, the valve dislodged ventricular resulting in significant aortic regurgitation/paravalvular leak. Subsequently, a second valve was implanted inside the first valve, transcatheter aortic valve (tav)-in-tav. As stated in the device instructions for use, the safety and effectiveness of the bioprosthetic valve implanted within a failed pre-existing transcatheter bioprosthesis have not been demonstrated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the medtronic transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty was performed as standard practice for the implanting physician. Following initial deployment, under the cusp overlap view, the valve depth appeared to be at 3 mm on the non-coronary cusp and 5 to 6 mm on the left coronary cusp. The valve was fully released. Upon reviewing the final root shot, however, it was revealed that the valve experienced a dislodgement of approximately 15 mm into the ventricle. The dislodgment resulted in severe paravalvular leak, pulmonary artery stress, hypoxia, limited cardiac output, heart failure, and, hypotension. A second valve was deployed at the proper depth, which improved the patient's cardiac output. The patient required intubation, administration of pressers and oxygen, and was transported to the intensive care unit. The event led to prolonged hospitalization. The procedure was delayed by approximately 30 minutes. Additional information was received to report a medtronic confida guidewire was used during the case. The starting point for deployment was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.